Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to monitor their blood glucose due to the device not powering on with button press or test strip insertion. The customer did not experience any symptoms but self-treated with insulin (type/dose unspecified). No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.